Event description:
It was reported that during follow-up, the implantable cardiac monitor was unable to be interrogated. The device was in backup vvi mode. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.